Event description:
Customer reports via phone that during a cardiac cath procedure, the tubing sprayed contrast outside the syringe and tubing. No staff or patient injury. Staff replaced tubing and procedure was completed with no further issues. High pressure tubing was merit medical tubing. Catheter was a 4f cordis pigtail. Injection protocol was 10ml/sec for 20ml volume. Customer then stated, that maybe syringe and tubing were changed. All product was discarded. No lot number available for cts database search. Customer was informed that with no product or lot info, investigation could not be performed, but that we would document this report and monitor for trending purposes.

Manufacturer narrative:
Customer discarded defective product sample and could not provide a product lot number. Manufacturing unable to perform product sample or DHR investigation.